Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 585 mg/dl. The customer stated that he did not require medical intervention for the issue, but he did see his doctor the following day and treated with manual injections. He stated that the blood glucose reading was 99 mg/dl at the time of the threshold suspend alarm. The threshold suspend limit was set to 60 mg/dl. He advised that he was able to resume the insulin pump's use and declined troubleshooting for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #s 3004209178-2014-98423, 3004209178-2015-91940, 3004209178-2015-91939.